Event description:
It was reported that a patient never had therapeutic effect and the patient had had several accidents since the implantable neurostimulator (ins) was implanted. It was noted that it ¿worked a couple of days during the trial but then it got worse and it was not working now.¿ it was reported that the system did not work. The reporter stated that they were unaware the patient programmer could be used to make adjustments to the ins, and the patient programmer did not have batteries. It was reported that batteries were not included in the packaging. It was later reported that the patient hadn't read the instructions. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0av65, implanted: 2013 (B)(6); product type lead. (B)(4).